Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use, during dwell. The home patient (hp) had the alarm and cycled power. The baxter technical service representative (tsr) explained the alarm. The hp had disconnected during dwell and did not press stop. The tsr explained how to disconnect. They cycled power and assisted to retrieve the cassette. The patient was not connected at the time of the alarm and did disconnect prior to the alarm. The patient did reconnect to the setup. Proper procedures per the user manual were reviewed with the hp. The hp discarded the supplies and would use manual supplies to finish therapy. The tsr advised them to let the registered nurse (rn) know about the alarm. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and she was able to finish out therapy that day with manual supplies. The next day she was able to completed therapy fine with new supplies. She had accidentally disconnected and reconnected without pressing stop. She would discuss the alarm with the nurse the next time she sees the nurse. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the nurse on (B)(6) 2012 and she was not aware of the patient having had that alarm. As far as she knows the patient has been completing therapy successfully. She would discuss the alarm with the patient the next time she sees them. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - patient disconnected from set. The label review found the labeling adequate for the use error in this complaint.